Manufacturer narrative:
Philips has investigated the reported problem. A philips service engineer inspected the system on site and identified a deposit of contrast product on the table pivot which resulted in less resistance when in a specific pivot stop position. The deposit was removed, and the system was returned to use in good working order. Corrected data: coding updated based on investigation outcome.